Manufacturer narrative:
The occurrence date is unknown (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a slower infusion rate was observed in a half day infusor. The infusor was filled with desferrioxamine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: december 14, 2016 ¿ december 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.